Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. E1- initial reported address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and moderate to severely calcified renal vessel. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied, and no leaks or issues was noted with the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. This concludes the product analysis. E1- initial reporter facility name: (B)(6). E1- initial reported address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the non-tortuous and moderate to severely calcified renal vessel. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.